Event description:
The surgeon had performed bilateral scorpio ps total knees on (B)(6) 2010. The patient presented with grossly loose tibial components so the surgeon performed bilateral knee revisions. The surgeon explanted the baseplate and insert and replaced with scorpio ts baseplate with 155 stem extensions and new ps insert. Left knee revision.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.

Manufacturer narrative:
An event regarding the loosening of a scorpio tibial component involving a scorprio tibial component was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional, functional, and material analysis could not be performed as the device was not returned. -medical records received and evaluation: not performed as no patient clinical information was provided. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
The surgeon had performed bilateral scorpio ps total knees on (B)(6) 2010. The patient presented with grossly loose tibial components so the surgeon performed bilateral knee revisions. The surgeon explanted the baseplate and insert and replaced with scorpio ts baseplate with 155 stem extensions and new ps insert. Left knee revision.